Event description:
It was reported that the patient experienced ineffective therapy from the right t12 and right s1 leads, and one of those leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the two leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.